Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 12/20/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box showed that rebooting had occurred. No physical damage was noted to the pump. The pump booted to the verify screen with appropriate alarms. The battery cap was tested; rebooting was duplicated and the battery cap contacts were found to be out of specification. A test battery cap was inserted to continue testing. The pump current draws were tested and found to be within specifications. The pump was exercised for 24 hours without rebooting. The pump was opened and an electrical component was found to have broken off the pcb.

Event description:
This complaint is being reported due to the alleged self-reboot issues. There was no report of product misuse. The reporter indicated there was no corrosion or moisture in the battery compartment, the battery cap is intact, there was no structural damage, and there was several battery alarm message since the animas pump was initially dropped. Furthermore, there was no adverse event associated with this complaint.